Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that it takes so long to recharge the implantable neurostimulator (ins) for the last couple of weeks. The patient stated that it used to take 2-3 hours to charge their ins from 20% to full. The patient stated that it would take 1-1.5 hours to charge the ins from 60% to full. They mentioned that currently it is taking 6-7 hours to charge the ins from 20-40% to 90%. They stated that they give up on charging because it takes too long. The patient mentioned that they notice when their ins is 100% charged, the controller will show ¿no stimulation being delivered¿ and that it is in MRI mode. The patient added that they were able to exit MRI mode and turn the ins back on. They noted that one time they were charging the ins for 4 hours and the battery percentage hardly changed, so they enabled MRI mode and the ins charged completely in 1.5 hours. The patient stated that they felt sore when the device was in MRI mode, but the soreness resolved when they turn stimulation back on. They mentioned that one time their controller battery depleted while recharging the ins because it was taking so long. The patient added that on the day of the report they saw a ¿system malfunction, call manufacture¿ message on their controller. They noted that it was resolved by resetting the controller battery pack. The patient stated that the controller found the ins, and recharging quality was excellent. They mentioned that they always position the recharger until they get excellent recharge quality. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.